Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 51551be00, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. During release testing the reagent lots are tested using a defined calibrator 1, which is standardized against the world health organization (who) standard. A review of spc data showed that lot number 51551be00 was released with slightly lower calibrator rlu values and slightly higher negative control s/co values compared to most of the previous lots. However, reagent calibrator rlu values were within the control limits and negative control and positive control s/co values were within the control limits and well within the package insert claim. The overall performance of alinity I havab igg reagents in the field was reviewed using worldwide field data. Standard deviation to cutoff for the negative population and median values of the negative population for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Review of applicable field data suggests that the performance is acceptable. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I havab igg assay was identified.

Event description:
The customer observed an increase in reactive alinity I havab igg results. The following data was provided (cut-off of 1.00 s/co): sid (B)(6) initial result 1.8, repeats 0.14 / 0.07 sid (B)(6) initial result 1.05, repeats 0.65 / 0.93 sid (B)(6) initial result 1.11, repeats 0.79 / 0.42 sid (B)(6) initial result 1.07, repeats 0.88 / 0.87 sid (B)(6) initial result 1.09, repeat 0.92 / 0.97 sid (B)(6) initial result 1.03, repeat 0.77 / 0.76 sid(B)(6) initial result 1, repeats 0.9 / 0.93sid (B)(6) initial result 1.14, repeats 0.93 / 0.94sid (B)(6) initial result 1.12, repeats 0.38 / 0.43 sid (B)(6) initial result 1.35, repeats 0.99 / 0.96sid (B)(6) initial result 1.02, repeats 0.7 / 0.55 sid (B)(6) initial result 1.23, repeats 0.61 / 0.63sid (B)(6) initial result 1, repeats 0.37 / 0.38sid (B)(6) initial result 1.4, repeats 0.65 / 0.4 sid (B)(6) initial result 2.46, repeats 0.64 / 0.62 sid (B)(6) initial result 1.06, repeats 0.78 / 0.85 sid (B)(6) initial result 1.1, repeats 0.82 / 0.68 sid (B)(6) initial result 1.08, repeats 0.99 / 0.99 sid (B)(6) initial result 1.03, repeats 0.41 / 0.36sid (B)(6) initial result 1.05, repeats 0.96 / 0.82sid (B)(6) initial result 1.14, repeats 0.59 / 0.53sid (B)(6) initial result 1.33, repeats 0.62 / 1.19sid (B)(6) initial result 1.27, repeats 0.76 / 1.04sid (B)(6) initial result 1.04, repeats 0.92 / 0.58sid (B)(6)initial result 0.83, repeats 1.07. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.